Event description:
The customer stated that the architect analyzer generated falsely elevated ca19-9 results on one patient sample. Results provided for (B)(6) were: 100.89 / repeat 14.42 / 15.27u/ml. The controls were within acceptable limits. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, a review for similar complaints, a review of service records, and a review of labeling. The customer observed a falsely elevated ca 19-9xr result generated on architect i2000sr, serial number (B)(4). The customer changed the sample, r1 and r2 probes as advised and replacement of probe part number 08c94-42 was considered to have resolved the issue. No customer returns were available for investigation. A review of complaints identified no other complaint for this issue associated with the probe. A review of the architect i2000sr, serial number (B)(4), service history also did not identify any additional complaints for this issue associated with the probe. A review of labeling shows there is adequate information for troubleshooting the observed issue. Based on the investigation there is no indication of a deficiency of the architect i2000sr serial number (B)(4) instrument or the probe (part number 08c94-42). The probe was replaced during troubleshooting and was considered worn out from normal use. There is not sufficient information to reasonably suggest a malfunction occurred as the instrument is performing as intended.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section 1. Patient identifier - complete number is: (B)(6) this issue was previously reported under MDR number 1415939-2014-00097 under a different suspect device.